Event description:
Patient was revised due to pain. Intraoperatively found that the femoral component was internally rotated.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The initial reporting states the product is not suspected of failing to meet specifications. The investigation could not verify or draw any conclusions about the reported pain and device alignment. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed.